Manufacturer narrative:
This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to concerns over premature battery depletion. No additional adverse effects were reported.